Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had pain under the kneecap and had scar tissue removal surgery.

Manufacturer narrative:
(B)(4).